Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Display was blank at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected errors were noted. The pump was monitored for 24 hours and no black display, frozen display or blank display anomalies were noted. The power connector plugged in and locked in place properly. The pump failed the leak test and leaked at a crack on the battery tube threads. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a serial number label fading, keypad overlay texture damage and minor scratches on the lcd window.